Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been having trouble charging his implant. A communication problem was reported. The issue began about 90 days/4 months prior to this report. The patient hadn't charged since then. An implantable neurostimulator (ins) over discharge was suspected. A loss of therapeutic effect was reported. The patient experienced pain which began in (B)(6). It was noted that he was on pain medications. After meeting with a manufacturer representative several times after implant, they got it working really well but at the time of this report it wasn't doing much help at all. Follow-up determined that the patient had not been seen since (B)(6) 2018. Further follow-up was performed to determine if the patient had required any further assistance and if he had any further concerns. This event will be updated if additional information is received. Additional information was received from the manufacturer's representative regarding a patient with ins. It was reported that the patient had not used the stimulator in a few years because they were not getting relief. It was reported that the ins battery was over discharged due to a patient compliance issue. The patient was unable to start or connect to the device and needed to have the device reset. An appointment was made for (B)(6) 2018 to do a physician reset. The issue was not resolved at the time of report. No surgical intervention had occurred or were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated. Follow up information received from the manufacturer¿s representative reported that a reset was done on the patient¿s device. It was noted that the patient could not stay longer to have the device reset again and they understood they would need to come back again for another reset. The patient was to advise the representative on their availability for further resets. There were no further complications reported or anticipated. Additional information received from the manufacturing representative (rep) indicated that they did a physician mode reset, but the implantable neurostimulator (ins) will not hold a charge, and they cannot communicate with the clinician programmer. Technical services reviewed that they need to ¿condition¿ the battery. The rep stated that they will try and charge to full, and then use the clinician programmer. No further complications were reported or anticipated. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that patient is being referred to neurosurgeon for buried lead trial with existing paddle lead. The ins not holding charge and inability to communicate with programmer has not been resolved. The information has been confirmed by physician/ account.

Manufacturer narrative:
.If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative. It was reported that the patient wanted their ins to be explanted. No further complications reported.